Manufacturer narrative:
A series of photos were shared by customer where the item #mc100 is connected to a syringe, an internal blood residual is observed in one of the photos. Two (2) used samples item #mc100 connected into bd posiflush 0.9% sodium chloride injection, usp 10 ml syringe were returned for investigation. Additionally, a new sealed bd vacutainer luer-lok access device and one new green cap. No physical damages on the microclaves were observed. The microclaves were flushed using the attached syringe and occlusion or leaks were observed, then the samples were tested as per procedure and the internal blood residual on the microclave was able to remove. The male luers for the vacutainer and syringe (mating device) were within spec. Complaint of leaks can be confirmed based on the internal blood residual observed in one of the microclaves. However, the probable cause of the internal blood residual inside the microclave cannot be determined. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. Additional information in g1.

Event description:
It was reported that, on an unknown date, a microclave clear neutral connector generated a leak and was unable to flush. Sample pictures were received, from the reporter, showing condensation build-up along with visible blood that they cannot flush. The device had been on the patient for a week and was primed with saline (the patient was coming in for weekly maintenance of line and labs). This patient hadn't received any intravenous (IV) meds for 5 days. There was no leaking or holes, just visible condensation between the septum and housing (this is something seen frequently with these needleless connectors). Also noted was blood in the septum that would not clear out despite scrubbing with an alcohol swab after the blood draw and flushing with 20cc normal saline (ns) with a "push pause" technique. The device was attached to the patient's PICC line, and no harm to the patient was reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.